Manufacturer narrative:
H6 updated; removed a24 from problem code. The investigation is still ongoing.

Manufacturer narrative:
The pump was not returned for investigation. The pump was utilized for about 1 hour. Data log shows the pump was started in auto mode without achieving adequate pump flow. Flow continued to remain on the lower end, with active suction alarms throughout the case run. There were a few impella position alarms (in aorta/ventricle) during the case run. Motor current and placement signal had fluctuating trends. Clinical symptom (cardiac arrest): the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported an electrophysiology procedure to ablate for premature ventricular contractions which turned into a bailout / cardiogenic shock. A left main / left anterior descending dissection was found, and the decision was made to insert the impella. The patient continued to arrest for 45 minutes and eventually the code was called.